Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID hh90t01 (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an external device. The reason for call was caller reported that the patient's bolus's were not working. Caller stated that if it does work, it takes a very long time to connect to the pump. Agent walked caller through clearing the data in the app. Caller was able to successfully connect and deliver a bolus.